Manufacturer narrative:
Per the cartridge instructions for use: over filling the cartridge can cause the cartridge to leak and result in a cartridge error. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer's blood glucose ranged from 82-118 mg/dl. Review of the pump data found that the customer may have overfilled the cartridge. The customer confirmed that the cartridge was overfilled.